Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during the implant. The doctor implanted a new lead. All measurements through the psa were in range. After connecting the lead to a new device, high voltage lead impedance was noted. Replacing the lead did not resolve the issue. New can was connected to the lead and all measurements were in range. The device was returned for analysis. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported field event of high hvli was confirmed in the laboratory. The device was tested on the bench and high hvli was noted on the hybrid. The cause of the field event was due to an anomalous component on the hybrid.